Manufacturer narrative:
Evaluation of the returned penumbra system red 72 reperfusion catheter (red72) and sendit delivery device (sendit) confirmed that the red72 was stretched and fractured, and the sendit was returned stuck inside its lumen. If the red72 is retracted against resistance, damage such as stretching and a subsequent fracture may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. The sendit was unable to be removed from the red72 during evaluation due to the stretching; therefore, functional testing could not be performed. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a sendit delivery device (sendit), a non-penumbra guide catheter, and guidewire. During the procedure, the physician advanced the red72, sendit, and guidewire to the target location. When the physician attempted to remove the sendit from the red72, the sendit would not retract. After removing the guidewire, the physician attempted to remove the sendit again; however, the red72 stretched and fractured at the distal location. Therefore, the proximal portion of red72 and the sendit were removed. The distal portion of the red72 remained in the guide catheter and was removed with aspiration. The procedure was completed using non-penumbra catheters. There was no report of an adverse effect to the patient.